Event description:
Pt c's initial results for the following hematology parameters as tested with the cell-dyn 1700 analyzer: rbc=3.30 m/ul, hgb=9.0 g/dl and hct=26.5%. Upon repeat, the parameters read: rbc=4.33 m/ul, hgb=11.8 g/dl and hct=34.9%. All controls were within specifications prior to testing pt results. No treatment was initiated based on the initial results.

Event description:
Pt b's initial results for the following hematology parameters as tested with the cell-dyn 1700 analyzer: rbc=2.35 m/ul, hgb=6.2 g/dl and hct=18.2%. Upon repeat, the parameters read: rbc=3.97 m/ul, hgb=10.4 g/dl and hct=31.1%. All controls were within specs prior to testing pt results. No treatment was initiated based on the initial results.

Event description:
Pt a's initial results for the following hematology parameters as tested with the cell-dyn 1700 analyzer: rbc=2.51 m/ul, hgb=7.0 g/dl and hct=20.7%. The pt's physician questioned these results. Upon repeat, the parameters read: rbc=4.36 m/ul, hgb=12.2 g/dl and hct=36.1%.